Event description:
Pt was revised to address loosening of the tibia.

Manufacturer narrative:
Eval was not possible, as the product was not returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the exact root cause could not be determined, info provided in the initial report suggests that the surgical technique in the initial implantation may have been a contributing factor. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.